Event description:
The patient contacted lifescan and reported that their one touch ultra meter was not turning on. Medical affirs specialist called and left a message for the patient. A letter will be sent since there was no reponse back. The meter was a new product (out of box) and the patient claimed that it never turned on. They were experiencing blurred vision and dizziness at the time of concern. They had tested on another meter with a result of 47 mg/dl. They had also consulted a doctor and their blood glucose was tested. They were then given a "diabetes prescription". Prior to going to the doctor's, they drank orange juice and tested on a friend's meter. Therefore, it is unknown if the test with the result of 47mg/dl was on the friend's meter or the doctor's meter. It is unknown how long she had the meter, if she tried to test before developing symptoms or if she did not use the meter at all since it would not power on. Also add that this may have been a battery issue, but co is reporting it. During troubleshooting, it was verified that they were using the correct test strips. They were asked to press the power button on, but the meter did not power on. The batteries were checked and they were correctly installed. This complaint may have been a battery issue (the meter may have worked with a replacement battery), however, they did not have a replacement battery for the meter. Based on the information provided, there is an indication that the product has malfunctioned and the the event meets the criteria for a medical device reportable. There is a no information to suggest that the patient experienced injury due to the product. A replacement meter, test strips, and control solution were sent to the patient.